Event description:
Initial successful endoprostheses placement. After 3 months a CT-scan showed the stretcher of the pigtail in the renal artery. Customer has no idea when this happened during the procedure. By mistake they advanced the stretcher (peel away) into the sheath and thus the pt. He does not blame cook, but he was obliged to report this. The customer wants to notify us about this as well, because they will publish an article about the retrieval of the stretcher. They talked to a lot of doctors and they all concluded that this never happened to anyone before. He does not blame cook at all and wonders if maybe the color of the stretcher can be changed to make it more pronounced? Part of the device remains inside the pt: peel away stretcher remained in the renal artery. A gooseneck was used to retrieve the stretcher: this was successful. The pt did not require add'l procedures due to this occurrence: snare of the stretcher (endovascular intervention) the complainant did not report any adverse effects on the pt due to this occurrence. Pt had no clinical issues due to corpus alienum in his renal artery.

Manufacturer narrative:
Event eval: still under investigation.